Manufacturer narrative:
Result of investigation: the exact root cause unknown. Exact issue is unclear and no further details available. As per (B)(4) "device software was updated to 6.17. Device is ready to return to normal service".

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e has technical failure 600 "check warning log" alarmed. The system got froze and couldn't turn off with slide bar. There was no patient involvement reported from this event